Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Caller was instructed to load new cartridge but, due to lack of supplies, reloaded same cartridge instead and successfully resumed insulin delivery, and no additional information was received regarding further outcome of event.